Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons were missing the string or it was very short [device physical property issue]. Case narrative: consumer reported via e-mail that every tampon was missing a string or the string was very short. No injury reported.